Event description:
It was reported that the customer experienced high blood glucose levels over 400 mg/dl. The customer stated that the sensor was giving him alerts in order for him to deliver insulin. The customer inquired how to turn off the alarms. The customer further mentioned that he had high blood glucose levels of over 600 mg/dl the previous day. The customer declined troubleshooting because he knew the cause of the event already. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.